Manufacturer narrative:
Philip's service engineer (se) inspected the device. The se was unable to duplicate the reported battery errors.

Event description:
It was reported that during service there were several battery depleting errors found in the ventilator diagnostic logs. No patient harm was reported. The event date was not specified; estimate used.